Event description:
It was reported that upon interrogation of the device, two alerts were seen for possible hv lead issue and possible output circuit damage. Lead damage suspected. However, normal impedance measurements and provocative tests did not exhibit electrical issues. Both the ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device image indicated sosd and ocd were detected. The device was tested which revealed normal device characteristics. The cause of the output anomaly is undetermined.